Event description:
It was reported that the patient hit his head. From then on the patient was no longer able to hear with his left internal device. The patient is bilaterally implanted. Swelling was found around the left implant site. Testing confirmed that the device was malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted. It is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.